Event description:
Clinical study. It was reported that during a coronary artery stenting treatment procedure, a vessel dissection occurred. The index procedure treated the 18mm length target lesion with 90% stenosis located in the distal left circumflex (lcx) artery. An attempt to place two guide wires occurred and ultimately succeeded with a 0.014 inch non bsc guide wire. Balloon angioplasty was performed at the target lesion utilizing a 2.5x9mm maverick balloon using two inflations, the maximum of which was 8 atms for 10 seconds. Subsequent angiography revealed severe recoil at the site of the lesion, leaving the lesion length at 18mm. Following additional angiography, a 2.5x20mm blinded study stent was implanted, deployed at 8 atms for 15 seconds and was positioned to completely cover the lesion. Subsequent angiography showed a dissection was present distal to the stented segment. Final deployment of the stent was then quickly performed using a maverick 2.5x9mm balloon using overlapping inflations of up to 16 atms for 40 seconds. An exchange of balloons and guide wires were made in an attempt to judge the remaining length of the spiral dissection that needed to be covered with additional stenting. Additional bail out stenting used two non bsc stents, the first being a 2.25x18mm stent deployed at 10 atms for 17 seconds and then a 2x12mm stent positioned in an overlapping fashion deployed at 20 atms for 10 seconds. After removal of the balloon, angiography revealed 0% residual stenosis throughout the stented segments with no evidence for any persistant dissection and excellent distal angiographic flow fulfilling timi grade iii criteria. Post procedure, the pt was diagnosed with a myocardial infarction for which no actino was taken. The pt was discharged two days later with no residual effects. Discharge medications included plavix, aspirin, metoprolol xl, hydrochlorothiazide and lipitor.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.